Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 404 mg/dl while wearing the pod between 5 and 24 hours. It was reported the cannula deployed but did not properly insert into the insertion site. The patient applied a new pod prior to the hospital visit. The patient was treated with insulin during the hospitalization. A scan was performed and the pod was removed. Blood tests were performed and the patient was in hypoglycemia. The doctors stopped giving the patient insulin and treated the patient with sugar. The patient was discharged the following day.